Event description:
Reporter noted pressure is too high causing arterial closure; lowered pressure and completed case. No pt injury, but surgeon felt this could cause injury if it recurs. Prognosis reported as good.